Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. - were x-rays taken to locate the needle piece(s)? Unk. - what measures were implemented to retrieve the broken piece? Unk. - was there any additional tissue damage resulting from the search for the needle piece? Unk. - could you kindly provide the lot number, please? Unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). - please provide the source or name of person providing answers to follow-up questions: (B)(6). ·no broken piece has ever fallen into the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2025 and suture was used. During a laparoscopic surgery, the needle at the swage part was broken during use. It was not a control release needle. Additional suture was performed to complete the case. The tip part also has been retrieved. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2025 .this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was (B)(4). Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.